Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 02/10/2023 alleging dry mouth and chest pressure to a CPAP device's sound abatement foam. In addition, appropriate health effect - clinical code has been updated.